Event description:
General report received of an unspecified number of undocumented incidents of delays in critical therapies following an alarm condition. On unspecified dates and times, the devices were programmed for unspecified concentrations of tpn (total parenteral nutrition), with rates between 5-25 ml/hr, and the deliveries were started. No further programming parameters provided. It was reported the deliveries were via peripheral, umbilical, and PICC (peripherally inserted central catheter) lines. After unspecified lengths of time, the nurses reported the devices alarmed for proximal occlusion. At that time, the nurses reported changing the tubing set, the device or both to clear the alarm condition. No specific details were provided. Although there was potential for serious injuries, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issues to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.